Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and user interface pcb assembly , proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that the device displayed a black screen when powered on, and would not respond to button presses except for the on/off button. As a result, defibrillation. Therapy would not have been available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control re-evaluated the user interface pcb assembly and observed that the capacitor, designator c181, on the user interface pcb assembly was shorted which resulted in the device to display a blank screen. The cause of the reported issue was due to a shorted capacitor.

Event description:
A customer contacted physio-control to report that the device displayed a black screen when powered on, and would not respond to button presses except for the on/off button. As a result, defibrillation therapy would not have been available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e1, initial reporter postal code of the initial medwatch report should (B)(6). Section h6, results code of the initial medwatch report indicates operational problem identified. Section h6, results code of the initial medwatch report should indicate electrical problem identified. Physio-control failure analysis center further evaluated the removed parts and was unable to duplicate the reported issue.further root cause could not be determined.

Event description:
A customer contacted physio-control to report that the device displayed a black screen when powered on, and would not respond to button presses except for the on/off button. As a result, defibrillation therapy would not have been available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device displayed a black screen when powered on, and would not respond to button presses except for the on/off button. As a result, defibrillation therapy would not have been available, if it was needed. There was no patient use associated with the reported event.